Manufacturer narrative:
Clarification: the donor received 1,000 ml of lactate-g at the donor center and was treated with "absorbate" in the hosp. Evaluation: a partial disposable plasmacell c kit was received for evaluation. A visual inspection revealed that no part or mfg problem could have contributed to the rpt'd event. All device components were verified and none was found to be damaged.

Event description:
A female donor was reported to have been sent to the hosp after donating plasma on the autopheresis-c system due to hemolyzed blood being returned back to her. Consequently, the donor exhibited brown urine and low urine volume. The donor stayed in the hosp for two days. While in the hosp the donor was administered 1,000 ml of absorbate medication. The donor was released in good condition from the hosp two days later on 8/11/97. Plasma collection details: after one cycle the plasma was observed to be clear. After two cycles the plasma was stated to be a little bit red. At three cycles the plasma was observed to be red. The operator discontinued the procedure at the third cycle and returned the blood to the donor. Pmqa requested to know the lot number, serial number and if any alarms were noted during the procedure. This info is not available from the reporting source at this time. Test results: hemoglobin level in collected plasma: 80 mg/dl. Hemoglobin level in plasma from the reservoir: 80 mg/dl. Hemoglobin level done on the donor's blood once hospitalized: 297 mg/dl. After absorbate medication given the donor's blood was drawn for hemoglobin level the result was: 211 mg/dl. Pmqa requested other test results (i.e. Haptoblogin level) from the donor but the test results are not being released by the reporting source.